Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl and the sensor glucose was 117 mg/dl. Customer stated that over past three months he had two enlite sensors failed. It was reported that the sensor glucose and blood glucose difference was not within acceptable range. The insulin delivery was not suspended due to sensor glucose values. The customer was treated with pump. The customer was advised to inspect sensor to determine if it is securely taped to skin or if it has moved. The insulin pump will not be returned for analysis.